Event description:
The customer reported that the image was unusable. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The nominal dose was checked and auto histogram was activated. The sys was tested and found to be working as intended and put back into svc.